Manufacturer narrative:
System logs are not available for review. Field b2: selected as other, since it is unknown what symptoms were present, how was the patient managed and what interventions were done.

Event description:
It was reported that after an ion biopsy procedure, a pneumothorax occurred. The physician claimed that the "bed was moved" during the procedure and the patient experienced a pneumothorax. The pneumothorax was identified via CT-scan after the procedure. It is unknown if the patient experienced symptoms, or what, if any, treatment was administered due to the complication. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred, and it is unknown if the event is related to the ion procedure. Isi made multiple follow up attempts to reach out to the physician, with no success. This complaint will be classified based on the provided information at this time.